Event description:
Account states the liner was used to capacity for a procedure and the "shut" operated normally. The on/off switch was turned off to allow change to a new canister. The suction to the pt was removed and capped and then the red vacuum line was removed, at which point fluid erupted from the ports (vacuum and accessory), splashing the user and surrounding area of the or. The user was contaminated so that he had to withdraw and completely shower down and change clothing.